Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during a cystocele plication, pubovaginal sling, and had diagnostic ureteroscopy left and right procedure performed on (B)(6) 2021, for the treatment of cystocele and stress urinary incontinence. As reported by the attorney, the patient experienced an unknown injury. Additional details regarding this experience were not provided.

Manufacturer narrative:
Manufacturer reports number 3005099803-2023-04913 are related to the same patient. Relevant information for each device will be captured accordingly. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the implant date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.